Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. It reportedly occurred rarely between 2026-02-07 and 2026-02-09. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.